Event description:
A reported incident involving a needle-free connector indicated that the line was blocked during use and the issue was resolved upon product replacement. There was patient involvement and no harm was reported.

Manufacturer narrative:
(B)(6). The device is not available for evaluation. However, pictures were provided. The investigation is pending.